Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) received antibiotics for suspected peritonitis prior to having a pd culture obtained. There were no reported allegations of any issues with fresenius products in relation to this event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain. As a result, the patient¿s daughter initiated antibiotic therapy with the patient¿s home kit (exact date not provided) without calling the pd nurse. Subsequently, on (B)(6) 2023, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc); result unknown. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) on an outpatient basis for peritonitis. The nurse stated the patient recovering from the peritonitis event and continues manual pd treatments at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.   Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be attributed to a breach in aseptic technique, as reported by the patient¿s pd nurse.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) received antibiotics for suspected peritonitis prior to having a pd culture obtained. There were no reported allegations of any issues with fresenius products in relation to this event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain. As a result, the patient¿s daughter initiated antibiotic therapy with the patient¿s home kit (exact date not provided) without calling the pd nurse. Subsequently, on (B)(6)2023, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc); result unknown. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) on an outpatient basis for peritonitis. The nurse stated the patient recovering from the peritonitis event and continues manual pd treatments at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique during the pd exchange.